Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had been seeing their primary care physician for bladder infections. Patient said they started having bladder infections a couple or 3 years ago. Patient said they had a bladder infection continually for almost a year. Patient said they tried different meds and now they take an antibiotic once a day at bed time. Patient stated the healthcare provider (hcp) they were seeing retired and were now seeing their primary care physician. Patient thought the device was past due for replacement. Agent did not ask about the circumstances that led to the reported issue.

Event description:
Additional information was received from the patient. They reported that it was unknown if the device contributed to their utis. They stated that non-obstructive urinary retention was a symptoms that the device was intended to treat. They stated that they hadn't had utis prior to the device. They stated that the uti had resolved. When asked what steps had been taken to resolve the issue they stated that their doctor had given them an antibiotic names trimethoprim. Prescribing 100mg or 1 tablet to be used continually. When asked about they thought the device was past due for replacement they stated that there was a date on their card. They stated that this was not caused by normal battery depletion but by the amount of time/years. When askes what steps were taken to resolve the issue they stated that they did not know. They had not contacted the clinic for an appointment. The issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.